Event description:
Additional information indicated cultures were taken from exudate and at the ¿wire¿ location. Both cultures grew staphylococcus capitis bacterium. The patient was treated with meronem and vancomycin, followed by cipro and metronidazole, followed by dalacin and rimactan. The ins and extension were explanted; the lead was ¿saved.¿ it was noted the patient was waiting for re-implant.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082218213a, implanted: (B)(6) 2014, product type: accessory; product ID 3389-40, lot# 0208029492, implanted: (B)(6) 2014-03-21, product type: lead; product ID 3389-40, lot# 0208042316, implanted: (B)(6) 2014, product type: lead; product ID 3389-40, lot# 0208029492, implanted: (B)(6) 2014, product type: lead; product ID 3389-40, lot# 0208042316, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information reported the cultured staph. Capitis was found to be resistant to all antibiotics ¿except pog and erythro.¿ it was noted the patient¿s system was a new implant for the patient when it was initially implanted. The patient was noted to have been a smoker and was ¿affected under anesthetic¿ and returned home one day after the explant procedure.

Event description:
It was reported the dystonia patient¿s implantable neurostimulator (ins) and extensions were explanted due to an infection. It was noted the patient¿s leads were ¿saved.¿ cultures were taken from the patient and were found to contain the bacterium ¿staf". Capitis.¿ the patient was administered antibiotics in treatment for their infection. Additional information has been requested regarding the patient¿s symptoms, intervention, and outcome. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension; product ID 3755-40, lot# 0208032673, product type: accessory. (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).